Event description:
A woman arrived at the hospital with the clinicians already knowing that her baby was dead. The clinicians noted fetal movement shown on the monitor and wanted to know how this can occur.

Manufacturer narrative:
The nurses checked this with the ultrasound transducer and also with the stethoscope, and they wondered about the fetal movement which was appearing on the fm30 screen. The response center engineer tried already to explain it to the customer and referred to the IFU for the device. Per the IFU, a fetal movement profile (fmp) does not indicate a viable fetus because there is relative movement of a dead fetus, including movement signals during maternal movement and during movement of the transducer. The customer received a letter from the factory explaining how this situation can occur.